Event description:
Priviledged and confidential: during humidification therapy at the small animal ICU, the technician rec'd a minor electrical shock whenever she touched any metal part of the humidifier. The humidifier was immediately unplugged and replaced with another device.